Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set had three occlusion alarm and there was the blockage at the site. No further information available.